Event description:
It was reported that the smallbore pressure infusion ext set with remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer had leaking issues. There was patient involvement and unknown adverse event.

Manufacturer narrative:
No a1129 product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.